Manufacturer narrative:
Initial reporter address: full name address of the customer is (B)(6). The subject device was received and evaluated . The reported customer issue of intermittent, no signal in the image was not able to be duplicated. Device evaluation and inspection, the following findings were noted: during the inspection at olympus china (repair center) rc, the subject device was kept running for one week to check, and the reported fault was not reproduced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during use, there is an intermittent no signal in the image, and the signal is normal after restarting the 3dv processor . The intended procedure (urinary tract lithotripsy) was completed with the same device with no patient harm and no injury reported. No user injury reported . No delay in the procedure was reported.

Manufacturer narrative:
This supplemental report is being submitted to inform the updates/correction on section d3 from the initial MDR report. Manufacturer name and address is being update as below: please refer to section d3 for updated information as well. Aizu olympus co., ltd. Was updated and changed to shirakawa olympus co., ltd as the manufacturer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported event (intermittent image) was unable to be duplicated during the device evaluation. Based on the results of the investigation, the root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.